Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient's attorney reporting allegations of reduced cardiopulmonary reserve and afib. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient's attorney reporting allegations of reduced cardiopulmonary reserve and afib. No other clinical information or medical interventions were reported. The device was returned to the manufacturer center for further evaluation. During the evaluation of the device at the manufacturer centre, the device was visually inspected and found no evidence of foam degradation and secondary findings was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer centre. There were 2 error codes found. The manufacturer center concludes there was no visible foam degradation. Box e has been updated. Box h: evaluation method code, evaluation results code, and conclusion code grid has been updated. Box h: patient outcome code grid was incorrectly captured in initial report and have been corrected in this report.